Event description:
It has been reported to philips that there was an error message which did not allow the system to power. The issue was found during clinical use and caused the procedure to be aborted. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was an x-ray tube error message and that it had lost the ability to shoot x-rays. The fse calibrated and analyzed the error logs were and confirmed that an issue with communication between the generator and x-ray tube was displayed by the system. Fse performed troubleshooting actions and replaced the kvma board and cube assembly. The connections and cables in the generator cabinet have been tested. Fse replaced the roco board and was able to establish communications with generator to shoot fluoro and cine. After the calibrations and the replacement of roco board, the system was returned to good working condition. The codes were updated based on the investigation outcome. Health impact code and evaluation method code was corrected.